Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200-312mg/dl. Manual injections were administered to address the bg levels. Supply changes were performed each day and the occlusion alarms continued. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion site to inspect the cannula. The customer did not believe the occlusion alarms were related to their pump supplies. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.